Event description:
Procedure type: jejunostomie. According to the reporter: during a re-do of jejunostomy procedure, the versaport plus broke off from the trocar and fell into the pt. The part/piece was retrieved from the cavity. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).